Event description:
No product problem. Pain when loading was reported as clinical sign. Surgery performed (B)(6) 2023 due to suspected infection and suspected fixture loosening. During surgery the fixture was found stable and infection was not confirmed.

Manufacturer narrative:
A root cause is not possible to be confirmed. No product problem identified.